Manufacturer narrative:
The device is planned to be returned to omsc but has not yet been returned. The user requested investigation of the cause . The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the user tried to start laparoscopic surgery, the scope communication error e226 was displayed on the monitor screen. And then snow noise was displayed on the endoscopic image and the endoscopic image could not be seen. Error code e226 means that the communication between the endoscope and video system center has failed. The user cycled the power of the device, however the issue could not be resolved. Therefore, the user canceled the procedure and postponed it to the next week. The device was used with an olympus camera head ch-s200-xz-ea. There was no report of patient injury associated with the event.